Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported his symptom control was doing pretty good in beginning and then suddenly he had loss of therapy and he was getting leakage and when he would lay down at night he would get wet. The patient said he had increased stimulation to 2.7 on p2. Patient increased stimulation to 3.0v and felt stimulation in the correct area. The change in therapy/symptom was reported sudden 3-4 days after implant. There were no further symptoms or complications reported or anticipate.